Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump intermittently lost power. The reporter noted that the battery compartment was cracked, moisture was present in the battery compartment, and the battery cap could not be secured properly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: returned battery cap and test cap attach to the pump but continue to spin. Battery compartment crack at the threads to the left of the bumper..all battery cap contact heights/widths are within specifications. Multiple unexplained por events observed in the bb.. The pump was successfully run on a 24-hr basal program w/no reboot occurrences. Unable to duplicate complaint of intermittent power during investigation.. No evidence of moisture observed before opening pump. Leak test failed due to battery compartment leak. Opened pump; no damage observed to power circuit. No moisture observed internally. Abb cover damaged/punctured; abb responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.